Event description:
Pt went to dr who implanted venous access port complaining of port "not working" dr removed port in office. The catheter still attached to the port has split longitudinally about half way the length of the port.